Event description:
The complainant reported that a post-operative dressing had detached prematurely in three (3) separate surgical cases. Within two weeks, the physician observed this detachment during the patient's follow-up evaluation.